Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge fill estimate intermittently remained static. Customer¿s blood glucose reached 130 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.